Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device, and the reported phenomenon was duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Since there are scratches around the objective lens, omsc surmised that the reported phenomenon occurred since some external force was applied to the objective lens and the objective lens was broken.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the objective lens fell off from the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.